Event description:
Premature battery depletion was reported. A patient received "an unexpectedly early elective replacement indicator (eri) after only 6 months," while the battery current calculator estimated about 22 months for the stimulation parameters used. The battery current drain looked "rather typical considering the active electrodes and the voltage 3.4 and 3.6 ma." During diagnostics, the implantable neurostimulator (ins) had a short circuit between electrodes 5 and 7 which read 125 ohms. This appeared to be intermittent because at the 1.5v electrode impedance test everything read normal, but at the 3.0v electrode impedance test the short circuit was seen. Changing stimulation to avoid the short circuit on electrode 5 and 7 to extend battery life or changing the ins was considered as a solution. X-ray assessment was recommended as a noninvasive option that would help to identify where the issue was. Additional information has been requested but was not available as of the date of this report. When received, a supplemental report will be submitted.

Manufacturer narrative:
Device used for off label indication. The indication the device was used for was epilepsy. (B)(4). The manufacturing site ID was previously reported as #3007566237. Additional review indicates the correct manufacturing site ID is #(B)(4).

Event description:
Additional information received reported that the device was still implanted but a device battery replacement was requested. The reporter stated that the patient had no complaints and experienced no discomfort or lack of therapy. It was reported that impedance measurements showed deviations from "normal settings with movement disorder patients." It was noted that the patient was an epilepsy patient. It was reported that there was a short circuit on the left lead and low impedance on the right lead. Two weeks later, it was reported that using the device settings a longevity estimate showed that the elective replacement indicator should have been triggered at 3.76 months and the device should have been at end of service at 6.76 months. Additional review indicated that MFR report 9614453-2013-00023 referred to the same event.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Final device analysis of the implantable neurostimulator (ins) revealed the following: no significant anomaly found. It was reported the ins reached its normal end of life and the telemetry and output were okay. Final device analysis of the adaptor revealed the following: no anomaly found. Final device analysis of the plug revealed the following: no anomaly found.

Event description:
It was later reported that the patient had procedure to replace the battery and pocket adaptor. For events occurring after replacement, see MFR. Rep. # 9614453-2013-01051.